Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter started reading about 3 weeks prior to contacting lfs when she obtained a blood glucose result "8mmol/l" higher than the result on her brother's meter; exact results were not provided. Based on statistical methodology, the calculated difference between the results may fall outside lfs' criteria for accuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that after obtaining the result on the subject meter, she administered an increased dose of 5 units of novorapid insulin. She reported that 30 minutes later, she developed symptoms of "shaking, shock (conscious, but was not able to move), dizzy and sweating." She reported that her brother treated her symptoms by administering a glucagon injection. At the time of troubleshooting, the csr noted that the patient's test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The csr confirmed that the meter had been set to the correct unit of measure at the time of testing. The patient described the correct testing steps and she confirmed that she had used an approved sample site to obtain the blood samples. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.